Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to high blood glucose. The blood glucose readings do no go down. The current blood glucose reading is 596 mg/dl. Customer has bolused. Customer is lethargic, sleepy and unable to move. Customer does not remember the details he passed out. The paramedics were called to treat a blood glucose reading of over 1000 mg/dl. Customer was admitted into the hospital. Nothing further reported.